Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged cosmetic damage located at the retainer ring and was hospitalized for high blood glucose found on (B)(6) 2021. The insulin pump was received with a cracked retainer. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. The following were also noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose. The force sensor is within specification and the motor functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer stated the retainer ring was loosed and they can smell the insulin. Retainer ring showed physical damage. Reservoir was unable to lock in place when inserted. It was unknown if insulin pump was on auto mode feature at the time of high blood glucose event. The insulin pump will be returned for analysis.